Event description:
The stool sample was detected for campylobacter, shigella and rotavirus on biofire gastrointestinal panel, but only detected for campylobacter and shigella without detecting rotavirus on verigene enteric panel. Patient's history: 57-year-old male here today for diarrhea. Patient was in (B)(6) from december 02 to december 13. Since coming home, he has had constant diarrhea. Denies any fever, chills or abdominal pain. No vomiting. "Lot number 1392424".